Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Lar-tumor. What healthcare professional fired the device and what is his/her experience with the device? Another surgeon. Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green checkmark. Audible washer break. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 360 revolutions. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. How was the staple line inspected in the primary procedure and were any malformed staples observed? Visual inspection, leak test, complete donuts. Can more information be provided on the shape of the malformed staples identified at the reoperation? Legs appeared half formed in a candy cane shape. Was any tissue necrosis observed on day nine that may have led to the post-operative issues? No. What is the current status of the patient? Stable, discharged.

Event description:
It was reported that following a sigmoid resection the patient had an anastomotic leak nine days post op. After the patient was discharged leak was detected on a CT scan. Patient will be returning to or for repair. Will provide additional details upon completion. Representative present during the firing of the device. Another surgeon fired the device. Sequence was completed per the IFU. Donuts were complete on inspection and leak test was successful.